Manufacturer narrative:
Continuation of d10: product ID 306001, lot# unknown, product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, b3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-jul-31 mpxr 1207385 (con): information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and fecal incontinence. It was reported that their trial began on (B)(6) 2024. It was reported that the patient's lead/wire migrated/moved. They also reported that there was no communication/they cannot communicate with the controller and ens. It was unknown if troubleshooting was performed and the cause was not known. It is unknown if the issue has resolved. No symptoms were reported.